Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent, pusher and pigtail straightener were returned, the stent was returned in the opened original packaging. All measurements were found to be within specifications. A potential root cause for this event could be, "inappropriate package design". It is unknown if the device was used, however, it is intended for treatment purposes. As the device was observed to be damage, it appears to have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." The actual/suspected device was evaluated.

Event description:
It was reported that the catheter was found to be broken and the coil separated with the straight site after opening the package. It was stated that the user used another new inlay. Per notification from investigator on 08nov2021, it was reported that the returned stent sample was found with different lot number.